Event description:
It was reported that there was an alert for left ventricular (lv) lead high impedance. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert of out of tolerance sub threshold lead impedance on (B)(6) 2012. The programmer data showed an alert event for "left ventricular (lv) lead ring to right ventricular (rv) lead coil impedance greater than 3000 ohms" on (B)(6) 2012.